Manufacturer narrative:
(B)(4)..

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex fully covered biliary rmv stent was implanted in the common bile duct to treat a benign stenosis post liver transplant during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6)2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. On (B)(6) 2022, the wallflex biliary stent was scheduled to be removed during an ercp procedure as the stenosis was already resolved. During the stent removal procedure, the wallflex biliary stent was difficult to remove. The wallflex biliary stent was forcefully removed using forceps and snares; however, the patient encountered edema and bleeding. The physician placed two plastic stents to prevent cholangitis post stent removal and the procedure was completed. Reportedly, no treatment or intervention was done to address the bleeding. The patient's current condition was reported to be well.